Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.the complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure in the upper gi tract. According to the complainant, during the procedure, a clip was to be used on a gi bleed. However, the clip failed to close, then detached into the patient in an open state. The clip was able to be retrieved from the patient, but what was done to remove the clip is currently unknown. The procedure was completed with another resolution clip device. Reportedly, this event prolonged the procedure 30 minutes and caused the patient a great deal of discomfort. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain more complete information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
The clip was retrieved with a graspit.